Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, adhesions of small bowel to the failed mesh, small bowel resection, nausea, inflammation, and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in a separate file. No additional information was provided.